Manufacturer narrative:
Upon receipt, the memory content of the device was evaluated showing no anomalies. The inspection revealed the battery status eri, which was triggered on (B)(6) 2015, one day after the patient passed away. The eri status of the device was removed with a technical programmer and subsequent interrogation showed the battery status "ok". The eri status resulted most likely from a cold temperature environment. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the pacemaker was fully functional. The eri status was triggered after the patient passed away, most likely due to influences of a cold temperature environment. There was no sign of a material of manufacturing problem.

Event description:
Ous MDR - after an estimated implantation period of 89 months, it was reported that the patient expired. After the device had been explanted, the device indicated eri upon interrogation. The device was returned for analysis. With regard to the patient's death, biotronik has no further details. Should we receive more information, this report will be updated. The implant and explant dates were not provided.